Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/13/2017 a medtronic representative, following-up at the site, reported once it was determined we need to scroll through the plan before setting our target with the coordinates, recommendations made to now do that automatically. On 04/20/2017 software engineer analysis: when frame settings are changed, the target is automatically changed to match the new frame settings without requiring the user to press set target, but the crosshairs are not moved to the new target location. Then when the user presses set target after updating the frame settings, it is setting the target back to the crosshair location. The software is functioning as designed, but this has been entered into test trak as a usability issue. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's navigation system, while in cranial 3.0.2 software, was not saving coordinates. When altering coordinates and updating "set target", the coordinates revert back to its initial value unless the operator scrolls through the plan after updating coordinate value and before selecting "set target". No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.